Event description:
It was reported that the customer went to the emergency room due to diabetes-related issues occurring while using the pump for insulin therapy. The highest recorded blood glucose level during the incident was 20 mmol/l. There was no injury caused by the event, and the ketone level was not identified as life-threatening. The suspected cause was a pump shutdown due to lack of charge. The customer was treated with a manual insulin injection to resolve the issue. The customer was discharged the same day with the issue resolved and no permanent damage.